Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the fridge door was failed. The field service engineer confirmed that the issue was resolved by customer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge door was failed to open. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.